Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting a cooling fan speed error occurred on the v60 ventilator. The issue was identified in review of the device event log. The device was not in clinical use at the time of discovery. There was no report of harm or impact to patient or user. The device did not meet specification for intended use and remained out of service. The pse confirmed the issue in the device event log during a device evaluation and determined part replacement was necessary. The pse replaced the cooling fan. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.